Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the tavr access site was initially intended to be the right common femoral artery; however, access was unable to be obtained with the initial sheath at the right common femoral artery due to heavy tortuosity. The tavr access site was switched to the left common femoral artery. The occlusion was due to both of the proglide sutures capturing the back wall or the artery. No additional treatment was required to achieve hemostasis post balloon angioplasty. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 16f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully placed. The tavr procedure was completed. Reportedly during closure, angiogram of the right common femoral artery revealed that the vessel was occluded due to the proglides. Balloon angioplasty was performed and had a residual 30% stenosis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.